Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found that more than half of the tip clamps and lip clamp sleeves were dirty with dried fluid in the reported problem area of the pipette assembly. The tip clamps and lip clamp sleeves were removed, cleaned, and re-installed. One tip clamp sleeve was replaced. The instrument was inspected, tested without further problem, and returned to service.